Event description:
When the patient was admitted for suspected pump thrombosis, they experienced low flow alarms and high pump power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected pump thrombosis could not be confirmed as no product was returned for evaluation. Review of the submitted log files confirmed elevations in pump power and flow; however, no low flow alarms were observed. A specific cause for the elevations and reported alarms as well as a direct correlation to the suspected thrombus could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the report of the aortic valve opening with every beat could not be conclusively established. The system controller log files contained overlapping events and data from (B)(6) 2023 through (B)(6) 2023. Transient elevations in pump power and flow were observed on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. Of note, these elevations were captured during pulsatility index (pi) events; however, a specific cause for these findings could not be conclusively determined. No other notable events or alarms, or significant fluctuations in pump parameters were observed. The pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev c, are currently available. Section 1 of the IFU, ¿introduction¿, list potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump power and pulsatility index (pi). This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU, ¿system monitor¿, states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 of the IFU also describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿pump performance monitoring¿, further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had sustained power and flow elevations above their baseline on (B)(6) 2023 and (B)(6) 2023. The patient was initially admitted with suspected pump thrombosis were they received heparin and was elevated to transplant status 2. Of note, the aortic valve was opening on every beat. The patient received a heart transplant. A review of the log files revealed no other unusual events recorded in the log file event history.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.